Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced severe urinary incontinence, the device was not functioning properly, and the pump was not completing the open and close cycle. A surgical procedure is planned in which the entire system will be replaced. There were no further patient complications reported.

Manufacturer narrative:
Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 1100699360. Model/catalog description: balloon fgs 61-70 cm. Unique identifier (UDI): (B)(4). Model number/catalog number: 72404131. Serial number: n/a. Batch/lot number: 1100687197. Model/catalog description: belt cuff fgs 4.5 cm iz. Unique identifier (UDI): (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the event of urinary incontinence and mechanical issue was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available the cause that contributed to the reported event cannot be established, so a conclusion code of unable to exclude device problem was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced severe urinary incontinence, the device was not functioning properly, and the pump was not completing the open and close cycle. A surgical procedure is planned in which the entire system will be replaced. There were no further patient complications reported.

Manufacturer narrative:
Concomitant product UDI for balloon is (B)(4). Concomitant product UDI for cuff is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom of incontinence is a known risk associated with this device type and indicated as such in the instructions for use.